Event description:
It was reported that during an ankle bone osteotomy procedure, the blade broke at the mount. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.